Event description:
A customer reported that the adc device applicator needle remained in sensor during application, and the sensor failed to insert. The customer therefore did not have sensor to monitor glucose levels and developed symptoms of confusion, sweating, and loss of consciousness. The customer was taken to healthcare provider where they were diagnosed with hypoglycemia and treated with glucogel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.